Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this lead was attempted at implant, however not used due to a product performance issue. No adverse patient effects were reported.